Event description:
Additional information was received. It was reported that the patient notified their managing physician and had an appointment on (B)(6) 2017. The device was reprogrammed by a nurse practitioner and the por error code was reported as resolved. The circumstances that led to the por error code were unknown and no symptoms were experienced related to the por error code.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that on (B)(6) 2017 the patient received a 3058 power on reset (por) error code. At the time of the report the patient did not have a healthcare professional (hcp), but after receiving physician listings on (B)(6) 2017 the patient reported establishing contact with an hcp to follow up with. No patient symptoms were reported.